Manufacturer narrative:
(B)(4). An exact offset broach, was returned and evaluated against the complaint. Visual inspection confirmed the rear rod to be missing from the assembly. The rear trigger pin remains intact indicating that the rear rod fractured through the pinhole. Impact marks were observed on the side of the handle body and strike plate consistent with a multiple use instrument. The pin welds are cracked but remain intact. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the handgrip could not be fixed. No adverse events have been reported as a result of the malfunction. Attempts have been made and no further information has been provided.